Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several bent cannulas over the past three months, and the insulin pump did not alarm no delivery. It was stated that the customer experienced vomiting and high blood glucose right after the infusion set change. The customer did not have a tubing clamp available to perform the high pressure test at the time. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.